Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels. The caller alleged that this issue occurred with two different boxes of infusion sets from the same lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.